Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. The cause of the issue has not been determined and the physician decided to not intervene and instead continue to monitor the patient. The rv lead continues to remain implanted and in service. No adverse patient effects were reported.